Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not transferring information to insulin pump. Customer's blood glucose was 600 mg/dl. Customer reported that meter ID was correct and meter was set to send "always" and issue was still not resolved. Customer declined troubleshooting for high blood glucose. Customer was transferred.